Event description:
It was reported that during the use of the device for a non-clinical activity, the sternal saw motor was not running. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed by photograph. It was originally thought that a power cord issue caused the failure on this complaint, but after further testing and inspection by the investigator, it was determined to be a damaged motor. The sternal saw is in service for repair and further testing. Service will determine if parts are to be replaced. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This device was found this way by the user facility's biomedical engineer (biomed).